Event description:
The instrument apparently sealed well but there was a hemorrhage during surgical procedure. The surgeon converted the laparoscopic procedure to an open procedure and there were no reported injury to the patient.